Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x clso-10-9 device of unknown lot number involved in this complaint was not returned to cirl for evaluation. Document review: prior to distribution ¿clso-10-9¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-9 cannot be carried out since the lot number of the device is unknown it should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It may be noted the device IFU mentions ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. ¿¿ care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent¿¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. There is multiple evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified from the customer testimony with respect to modification of the stent and to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. It should be also noted that the IFU labels for this device state that the device should not be used for any purpose other than intended. Based on the customer¿s testimony that the stent was cut short for this procedure; this modification is outside the IFU and label¿s intended use of the device. Summary: complaint is confirmed as the failure was verified from the customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due an update to the completed investigation.

Manufacturer narrative:
Device evaluation: 1 x clso-10-9 device of unknown lot number involved in this complaint was not returned to cirl for evaluation. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2020-00651). Documents review including IFU review: prior to distribution ¿clso-10-9¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-9 cannot be carried out since the lot number of the device is unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified from the customer testimony with respect to modification of the stent . It should be also noted that the IFU labels for this device state that the device should not be used for any purpose other than intended. Based on the customer¿s testimony that the stent was cut short for this procedure; this modification is outside the IFU and label¿s intended use of the device. Summary: complaint is confirmed as the failure was verified from the customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
G04122 - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from dm via voicemail on (B)(6) 2020. As reported to customer relations: "calling with a complaint from cedars sinai (c10711-2). Product complaint is for a plastic stent, rpn clso-10-9, and the specific complaint is that the material was tearing." Additional information provided by (B)(6) on 02oct2020: "¿ where exactly was the material observed tearing on the stent? There were two issues, the stent doubled on itself at the distal flange. It got stuck in the proximal channel. The dr had to take the scope out and push stent out retrograde. The dr needed another shorter stent on the same pt. So he cut it short and tried to place it. This time the proximal end developed a linear cut from the tip to the side hole." Additional information provided by (B)(6) on 20oct2020: "¿ what size wire guide was used? The dr. Was using .025 visiglide wire guide. ¿ on what date(s) did this event occur? He does not remember the exact date of the procedure, but it was on or about august 19th. ¿ how was the procedure completed? The dr was able to finish the procedure by placing a new plastic stent." Did any unintended section of the device remain inside the patient¿s body? No ¿ if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No ¿ if yes, please describe. 3. Did the patient require any additional procedures due to this occurrence? No ¿ if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No ¿ if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No 6. Has the complainant reported that the product caused or contributed to the adverse effects? No ¿ please specify adverse effects and provide details. .1 for all complaints, ask: 2.1.1 does the complaint relate to: ¿ device placement ¿ device removal ¿ observation prior to patient contact 2.1.2 please indicate where the device was stored prior to use. 2.1.3 *what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown 2.1.4 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Sphincterotomy ¿ if yes, please indicate the procedure performed. 2.1.5 *was the wire guide inspected for damage prior to use?* yes 2.1.6 was the device at the center of the complaint inspected for damage prior to use? Yes 2.1.7 did the patient involved exhibit altered anatomy or tortuous anatomy? No 2.1.8 *if not with the device in question, how was the procedure finished?* yes 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? Yes 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Tjf-q190v 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Common bile duct 2.2.5 *was resistance encountered when advancing the wire guide to the target location?* no 2.2.6 *was the stricture dilated prior to placing the device?* no ¿ if so, please indicate what device(s) were used. 2.2.7 *was resistance encountered when advancing the introduction system in place to the target location?* no 2.2.8 *was resistance encountered when advancing the stent through the obstructed area?* no ¿ n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? ¿ if yes, please describe how. 2.2.9 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 2.2.10 did any section of the device detach inside the endoscope or patient? No 2.2.11 if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). 2.2.12 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.13 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. ¿ if so, please indicate the modifications and why they were necessary _______________________ as per the additional information stated: ¿ what size wire guide was used? The dr. Was using .025 visiglide wire guide. ¿ on what date(s) did this event occur? He does not remember the exact date of the procedure, but it was on or about (B)(6) ¿ how was the procedure completed? The dr was able to finish the procedure by placing a new plastic stent." Can you confirm the rpn and lot number of this placed stent? And also the size wire guide that was used? "The dr. Used an .025 guide wire. I cannot confirm the rpn and lot number, as they did not save the device." ______________________________ ¿ can it be confirmed that the new plastic stent was a cook product? O if yes, was it the same device like the initial device? Yes, it was the same size cook stent that was introduced secondarily. _________________ ¿ it appears as if 3 stents were used during this procedure, were all 3 were the same rpn? ¿ was the 0.025¿ wire guide mentioned used on all 3 devices? ¿ is the lot number of the 3 stents known? ¿ was the flap protector used with the stent following the steps mentioned below? O ensure full extension of all side flaps o load positioning sleeve onto duodenal flap end of stent o remove tuohy-borst adapter from end of guiding catheter, introduce guiding catheter into accessory channel over a pre-positioned wire guide o introduce stent, tapered tip first, and positioning sleeve onto guiding catheter and pre-positioned wire guide. O advance guiding catheter* and/or pushing catheter in 1-2cm increments until stent is desired position o fluoroscopically and endoscopically confirm desired stent position. O replace tuohy-borst adapter onto end of guiding catheter*. Inject contrast, if desired, to fluoroscopically visualize stent position. O after confirming stent position, gently remove wire guide, then guiding catheter* from endoscope while maintaining position of stent with pushing catheter o gently remove pushing catheter from accessory channel. "I believe two stents were used in the procedure. Yes, they were the same the same rpn. I cannot confirm whether they were the same lot #.